Manufacturer narrative:
Unit alarmed pump error 37 during the rewind. On visual inspection the home motor switch is corroded. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion due to pump error 37. Motor was tested outside device and failed generating a pump error alarm.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer's blood glucose level was unknown. Troubleshooting was performed. The customer also reported that they could not attach RMA to previous svn due to sn discrepancies. The insulin pump will not be returned for analysis.